Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
When using sherlock 3cg with sr 8 the end user complained of noise in the ECG reading and sherlock drifts off and doesn't maintain the image, this only happens when system connected to ac power and clears when disconnected. Customer stated they've replaced the ac adapter and it still happens.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was sent to the service facility for evaluation/repair. During evaluation, the reported issue of ECG interference could not be reproduced. The customer did not send the sherlock sensor back to be evaluated with the sr8 scanner. The scanner was found to display an internal EKG when the sherlock 3cg tcs is connected both the yellow and white line are present. The in-house sherlock was tested in every usb port with the ac adapter connected and once without the ac adapter both times the sherlock operated normally with no visual errors noted. See referenced complaint for additional failure mode found during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
When using sherlock 3cg with sr 8 the end user complained of noise in the ECG reading and sherlock drifts off and doesn't maintain the image, this only happens when system connected to ac power and clears when disconnected. Customer stated they've replaced the ac adapter and it still happens.